Event description:
It was reported that during customer training session, the cardiosave intra-aortic balloon pump (iabp) had autofill failure. The unit alarmed for the reported issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Event site phone number due to character restrictions : (B)(6).

Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the iabp. To fix the issue, the fse replaced the pneumatic module assembly (0997-00-1178), and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusion), h10. Additional information: e1(event site telephone:(B)(6).